Manufacturer narrative:
The investigation has been completed and the customer complaint was verified in the device logs. However, no failure was identified. An additional issue was noted in the logs.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received multiple temperature alarms. There was no impact to the customers blood glucose level. Reportedly, the customer was asleep before the temperature alarms occurred and reported no abnormal conditions at the time of the alarms. It was indicated that the customer would use manual injections as alternate insulin therapy.